Manufacturer narrative:
Product analysis: the rf head cable was found to be out of electrical specification. Specifically, when connected to the programmer, it prevented the programmer from powering on, and when connected to a powered programmer, the rf head would cause the programmer to shut off. The rf head cable was replaced. The rf head passed all final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned as an associated product and subsequently tested out of specification. There was no patient involvement.